Event description:
(See medwatch (B)(4) for customer's exact verbiage). During a total knee replacement, the operating room staff removed the tip from the surgical marking pen, attached it to a hemostat and inserted it in the distal femoral area to mark the bone as a guide for inserting pins. At one point, they realized the tip was lost in one of the holes. After copious irrigation and multiple attempts to retrieve the tip, they were unable to remove it. The operating room staff reasoned that the marker tip was deep in the bone and would be sealed by the bone cement and would not cause further problems.

Manufacturer narrative:
On (B)(4) 2013, mai received a complaint from our customer, (B)(4) (distributor) along with medwatch (B)(4) for an incident involving our surgical marking pen, q100. The pen lot number was not available. Mai immediately opened complaint (B)(4) for this issue. Mai does not make the pen, but rather purchases it, then repackages and relabels it. Per the original medwatch event narrative, the operating room staff actually removed the marking tip from the pen's casing and secured it to a hemostat to mark the distal pin holes for the procedure. They stated that "the tip of the marking pen is not long enough if used as intact in the marking pen. This process of removing the actual marking pen tip is not an unusual standard of practice and is used in other hospitals..." Despite this statement, the operating room staff is not following best practice since they are not using the pen according to its intended, approved use, which is to use the pen without disassembling it. The tip of the mai marking pens should never be removed from the casing nor should the pen be disassembled; rather, the cap should be removed from the pen and the pen used to mark the surgical area. Mai does not offer any pens with a longer tip that would accommodate this customer's requirements and suggested that (B)(4) explore other pen options with them. Mai has sold this product for many years; this is the first complaint of this nature for any of our pens. We will continue to track for any related trends.